Event description:
On 09/04/2025, the user's caregiver reported that the user¿s ilet touchscreen became nonresponsive during the fill tubing step, preventing selection of "yes." Troubleshooting by restarting the device via the mobile app did not resolve the issue. A replacement was arranged, and the user had backup therapy available. No blood glucose impact was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.